Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's system was removed about 2-3 years ago because the therapy wasn't helping them. The patient reported that it never really helped them the way they wanted and they stated that it probably helped for a year and then stopped helping. They kept the ins in and didn't recharge it and finally had it removed 2-3 years ago. When they were removing the system part of the wire broke off and was still in their back. The patient needed an MRI and wanted to know what type of metal their lead was made of. This information was reviewed. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had right hip arthritis and "never really helped"; they had pain radiating down their leg from a nerve. The ins was removed and a piece of the lead broke off during the explant and was still in their back. The ins was kept by the hospital. They noted that no problems occurred with the stimulator and it was removed because they needed an MRI of their back/prostate.